Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor cannula was missing after pulling the sensor from the body. Customer blood glucose at the time of incident was 59 mg/dl. Troubleshoot was performed. Customer was short on sensor because two of the sensor are not working. Customer stated the incident happened two weeks ago. Customer was advised to spread the calibration throughout the day and avoid scars, hardened tissue, restrictive clothing and belt clips to increase efficacy of the sensor use. Sensor will not be returning for analysis.